Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Insulin pump received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap, reservoir will pump passed the sleep current measurement, active current measurement, selftest and displacement test. No insulin pump errors noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the insulin pump history, problem isolated to the electronic assembly. Insulin pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarms and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.